Manufacturer narrative:
During a follow-up call with the complainant contact, the contact reported the patient was taken to the hospital and is awaiting evaluation and/or care of a neurosurgeon. Injury findings obtained by the hospital and medical intervention provided are unknown. According to the customer contact, no further details are known and cannot be provided. Additionally, the contact stated that an internal investigation was performed and found that the incorrect technique used by the caregiver during device use contributed to the event. The contact stated that the base of the lift was not close enough to the patient¿s centre of gravity, causing the lift to tip over because of an unbalanced procedure. It was also noted that the two slingbar latches were missing at the time of the event. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko octostretch¿ accessory. The viking m IFU (7en137107 rev. 5) in the safety instructions section states: ¿unbalanced lifting poses a tipping risk and may damage the lift equipment!¿ an inspection of the device by a hillrom technician found the lift to be working as designed and notes the following: ¿checked function of lift, inspected sling assembly base assembly drive motor CPR button and main control casing. No problem found. User error.¿ a device malfunction has been ruled out by the inspection, additionally, the event is contributed to the improper technique of not positioning the lift's base under the patient's center of gravity. The customer did not provide the necessary information to determine the severity of the patient's injury. Additional injury details, or medical intervention (if any) during the patient's hospitalization following the event is unknown. Although the reported event was caused by a user error, based on the report of hospitalization and neurosurgeon consultation, a serious injury requiring medical intervention to preclude permanent impairment cannot be ruled out, therefore hillrom considers this event reportable.

Event description:
It was reported that during the transfer of a patient using the viking lift, the lift tipped to the side causing the patient to hit the floor, injuring the patient's head. This report was filed in our complaint handling system as complaint (B)(4).